Manufacturer narrative:
(B)(4). Device (B)(4) received and evaluated by b.braun medical inc. Device logs were reviewed for the time frame designated during customer contact. Log review for pump ((B)(4)) showed no system errors/ alarms for the time frame of the event. Log review of infusions performed for device is not available with the infusion data provided by the customer. Log does not show heparin drug library use. Device underwent volumetric analysis' and all test performed within specification limits. No defect or failure was identified and infusion device met all product specifications. Preventative maintenance services was performed on device.

Event description:
As reported by the user facility: customer complaint received via phone on 03may2016 from the (B)(6) medical center concerning "possible faulty function" with three outlook 100 es- 621-100es pumps. Serial numbers (B)(4). Event: occurred "this weekend" : (B)(6) 2016 according to the director of pharmacy for the facility: an (B)(6) female who was admitted for dialysis treatments for end stage renal disease was on a heparin drip and her ptt levels were elevated and the patient went into cardiac arrest and a code blue was initiated. They successfully resuscitated her. Customer is unsure why three pumps were used and when or why they were switched out for each other. Customer stated that they normally use outlook 400es pumps but got these three pumps from another facility of theirs and they updated the library and put them into use. It is unclear if the drug library was used on any of the three pumps involved. He states that he is unsure if the pumps were the cause of the patients decline and subsequent cardiac arrest or if it is related to her health conditions. Customer states the patient was on the heparin drip at 16units/kg/hr. Her ptt was 47.6 before dialysis and when she returned from treatment it was greater than 150. She was given 3 units of prbcs and 2 ffp. Her bp was normal because she was on levophed and amiodarone. After the patient was resuscitated her ptt level normalized. The nurse caring for the patient was a travel nurse, no other information available. Customer stated facility nursing department also conducting investigation into event.